Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to unknown product performance anomaly and a new lead was placed. No adverse patient effects were reported.